Manufacturer narrative:
No button error alarms noted during testing. The down button on the insulin pump had intermittent responds due to moisture damage on keypad trace. The device also had minor scratches on the lcd window and dog chew marks on the case.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 347 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.